Event description:
It was reported by the customer, during preparation for use, the water channel was blocked on the ultrasonic gastrovideoscope during the running cycle. The scope was not used during a procedure. No patient harm reported. During the evaluation of the device, it was noted the water channel was blocked due to incorrect or insufficient reprocessing. Additionally, the cover was chipped on the ultrasound probe. This report is to capture the reportable malfunctions of the blocked water channel due to incorrect or insufficient reprocessing and the chipped cover on the ultrasound probe noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The air/water channel on the insertion tube side was clogged. The channel was unable to be cleaned. During air dry, black residue came out from the water cylinder. The bending section cover glue was cracked. The ultrasound image had broken elements. The control knob had play. The incorrect label (customer label) was on the grip but did not affect the function of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the chipped cover on the ultrasound probe likely occurred due to stress and/or handling the device. The cause of the insufficient reprocessing could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope. Inspect the ultrasonic transducer surface at the distal end of the endoscope¿s insertion tube for scratching, cracks, bulges, dents or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.